Event description:
Unable to tighten handle.manufacturer response for acrobat om-10000, acrobat (per site reporter).======================took description of incident, issued rga#.sent replacement and return kit.